Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 07/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 -device not returned. Additional information was requested and the following was obtained: in a plane-by-plane suture with deep and shallow stitches. The needle broke at its base leaving the metal base of the needle on the end of the wire, the tip ending up in the patient¿s tissues. Only a visual check during recovery confirmed complete needle recovery an exploration with the clamp made it possible to find the needle immediately in the suites. No additional damage occurred to recover the needle. Corrected information: h6 medical device problem code.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pkk648 , and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? Did the needle break or did the needle separated from the suture? Were x-rays taken to confirm the needle piece have been removed from the wound? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? What was the size of the needle used? Was more than half the needle retained in the patient? Where is the needle retained. In what structure? Are there plans to remove the retained needle piece?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke at its base on the thread side. There were no adverse patient consequences reported. No additional information was provided.